Manufacturer narrative:
Lumenis investigated the reported event by contacting the distributor. Attempts have been made to obtain; patient treatment settings, patient information, patient photos, and sun exposure. No information has been provided by the distributor. The foreign distributor stated the subject device was tested and found to meet manufacturer performance specifications. No report of subject device malfunction was received from the distributor. Subject device malfunction is not the suspected cause of the event reported. While the information received to date does not confirm that a serious injury occurred, because of the lack of information the company is reporting the event in an abundance of caution. Should additional information become available, the complaint record will be updated accordingly, and a follow up medwatch report will be submitted.

Event description:
A foreign distributor reported that one (1) patient sustained a burn of unknown severity to an unknown anatomical area following treatment with a lumenis lightsheer xc laser.